Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient complained of pain at the pocket site. The rep reported that the device spontaneously turned on and caused the patient pain for 2 days. The rep reported that when the patient was asked if he tried to turn it off, he replied ¿no,¿ all he could do was put ice on it and elevate his knees over pillows. The rep tried to assess if the system was on or off but was unable to interrogate the device as it was in overdischarge. The rep reported that the patient turned it off on (B)(6) 2018 and hadn¿t touched it since. The ins hadn¿t been charged since (B)(6). The rep offered to trickle charge, so that they could charge and reprogram, but the patient stated he wanted the device explanted. No further complications were reported.

Manufacturer narrative:
Approximate date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a representative on (B)(6) 2018 that the device was being charged. It was reviewed during the call to clear the power on reset (por) message when the implantable neurostimulator (ins)was at 25% charged. The caller did not allege overdischarge. It was noted that the event started in (B)(6) 2018. No further complications were reported.